Manufacturer narrative:
H3, h6: the device, used in treatment, is not available for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include kinks, leaks, blockage or component failure. The IFU offers further guidance. No batch/lot number has been provided; therefore, a review of the device history has not been possible. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, no harm has been alleged. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during npwt, when using the renasys-g 15fr channel drain kit the renasys touch showed an alarm saying "blocking warning: tubing or containers may be blocked". Drain kit was tried with other 3 renasys touch but alarm raised the same message. The treatment was completed with delay greater than 30min by using a renasys go. This kit had previously worked at the hospital with renasys go, but not with renasys touch. No patient injuries or other complications were reported.